Event description:
Information was received indicating that a smiths medical pump was not charging. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h2: see a1, b3. B5, and h6 (patient code)

Event description:
Additional information was received indicating that there was no patient involvement.